Event description:
It was reported that device had not yet reached recommended replacement time but the physician thought that the battery was not lasting as long as expected. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This model number is not approved for distribution in the united states; however, it is same/similar to a device marketed in the u.s. This event occurred outside the us and patient information is not generally available due to confidentiality concerns. Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory showed the battery indicator signifying that it the time is approaching for device replacement. The battery voltage was 2.84 volts on (B)(6) 2015. (B)(4).